Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure removed? Test(s) conducted, specify plaintiff did not undergoes essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder/ urinary tract/vaginal types bladder,"), mental disorder ("psychological or psychiatric problems condition"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastric infection ("gastrointestinal or digestive system condition type: stymie infection/ lower stomach infection"), migraine ("migraines"), headache ("headaches"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back on side"), uterine pain ("uterus area") and cyst ("cysts"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, mental disorder, nausea, dysmenorrhoea, dyspareunia, fatigue, gastric infection, migraine, headache, abdominal pain lower, back pain, uterine pain and cyst outcome was unknown. The reporter considered abdominal pain lower, back pain, cyst, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastric infection, headache, menorrhagia, mental disorder, migraine, nausea, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs received reporter information was added. Case become incident injury nos replaced by new event was added migration of essure device location of device , pelvic pain female, vaginal bleeding, menorrhagia, bladder infection, migraines, headaches, psychological or psychiatric problems condition, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition type: stymie infection , lower abdominal pain , lower back pain, uterine pain, device monitoring procedure not performed, cysts. Severity added uterine pain. Infection: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.